Event description:
It was reported there was a loss of therapeutic effect. The patient had not had therapy on for years because, it no longer worked for them. The patient had a back surgery in 2009 and noted the surgeon inadvertently moved the lead wires in the procedure. It was noted another doctor tried to correct the mistake but they never got the stimulation to cover pain as it had prior to the back surgery. The patient just shut the device off after that because, it was not helping. The therapy had been working to treat their pain prior to the back surgery. The patient is now in constant pain. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3708260, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3998, lot# l58239, implanted: 1999 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3998, lot# l58239, implanted: 1999 (B)(6); product type lead. (B)(4).